Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device 1 of 2. Reference MFR report 1627487-2016-05665. It was reported the patient's system was explanted due to an infection.